Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 233 mg/dl. She stated that she changed her site and it worked and then her blood glucose went up again the next day. When she woke up she didn't feel well and checked her blood glucose. It was 287 mg/dl. The customer treated with bolusing with insulin pump and manual injections. The drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.